Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) system underwent an explant procedure as part of an elective replacement for a system upgrade, chosen by the patient to obtain MRI conditionality. The patient is doing great post operatively. The explanted device will not be returned as it was disposed of per facility policy. Since there are no reportable allegations against the device and no serious injury occurred, this complaint has been downgraded to non-reportable based on these criteria.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.